Event description:
During an acl procedure the screw broke while being inserted into the femur of the patient. It is reported that the guide wire appeared to have a kink and therefore may have contributed to the screw breaking. The surgeon was unsure if all the pieces of the screw were removed from the patient. There was no patient injury or procedural complications. A delay of 5 minutes was reported for this case.